Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced skin infection on (B)(6) 2026. It was stated that the patient was accidentally dislodged by a cannula connector when hitting desk, left disconnected for 30 minutes to one hour, then reconnected contaminated connector. The patient developed cellulitis with abscess within 24 hours which required emergency visit on 25-feb-2026. The patient was treated with intravenous vancomycin and surgical drainage and was prescribed 10-day oral antibiotics on discharge on (B)(6) 2026. No further information available.